Manufacturer narrative:
Additional information: d9, g3, h3, h6 the manufacturer evaluation revealed defective electronic components (q3, q4, r1, r2, r4, r9, r125, r124 and r126) as well as a defective fuse.

Event description:
It was reported that the device blowing fuses. "Burning" smell from back fan. This was noted during incoming inspection. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.